Event description:
The user reported intermittent hearing with the device. The audio processor was replaced, and the issue seemed to be solved, however, it occurred again after a couple of days until she felt a strong sound and the implant stopped working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user reported intermittent hearing with the device since (B)(6) 2022. The audio processor was replaced, and the issue seemed to be resolved, however, it occurred again after a couple of days when the user felt a strong sound sensation and the implant stopped working.

Event description:
The user reported intermittent hearing with the device since on (B)(6) 2022. The audio processor was replaced, and the issue seemed to be resolved, however, it occurred again after a couple of days when the user felt a strong sound and the implant stopped working.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported intermittent hearing with the device since july 12, 2022. The audio processor was replaced, and the issue seemed to be resolved, however, it occurred again after a couple of days when the user felt a strong sound and the implant stopped working. Re-implantation was scheduled for december 13, 2022, but due to medical issues of the user it has been postponed. Re-implantation was done on february 21, 2023.